Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: a 32-year-old female with pulmonary embolism and a pre-support clinical state consistent with scai cardiogenic shock stage e underwent placement of an impella rp flex via percutaneous right femoral venous access on (B)(6) 2026 at 18:15, with explant on (B)(6) 2026 at 15:39. After transfer to the ICU, bleeding was noted at the access site around the sheath. The patient was receiving anticoagulation therapy with a monitored ppt of 64 at the time of the bleed, and target act was maintained throughout support. Forward suturing had been utilized, and the introducer was peeled away outside the body. Estimated blood loss was approximately 500 ml, and the patient received 3 units of prbcs. Hemostasis was achieved using a femstop device with 4x4 gauze applied. No patient movement, venous line repositioning, ECMO decannulation, or other procedural triggers were reported, and no underlying conditions contributing to blood loss were identified. The patient survived to explant. The physician attributed the access-site bleeding to the impella. The patient experienced major access-site bleeding following ICU transfer during support with the impella rp flex. Hemostasis was successfully achieved, the patient remained stable and survived to explant, and no device malfunction was identified as contributing to the event. An access site bleed was noted this is a known risk per our IFU (instructions for use) because it can be aggravated by heparin or purge solution. The patient was receiving additional anticoagulation therapy which could have contributed to the bleeding.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause of the reported bleeding (access site adverse event) could not be determined due to insufficient clinical information. H6 investigation type, findings and conclusion have been updated based on the completed investigation.